Event description:
Itching, single red wheals which open up and weep [urticaria]. Itching and reddening during use of novofine 8 mm needles [injection site pruritus]. Itching and reddening during use of novofine 8 mm needles [injection site erythema]. Case description: this serious spontaneous case from germany was reported by a pharmacist as "itching and reddening during use of novofine 8 mm needles" and "itching, single red wheals which open up and weep" both beginning in (B)(6) 2016 and concerned a (B)(6) female patient who was treated with novofine 8 mm (30 g) (needle) from unknown start date for an unknown indication. (B)(6). Medical history included type 2 diabetes mellitus (duration not reported) and nickel allergy. Concomitant products included - liprolog (insulin lispro) treatment medications include cortisone. On an unknown date, the patient started using novofine 8 mm (30 g) (needle) and experienced a skin reaction with itching and reddening. Later it was reported that patient also experienced "itching, single red wheals which would open up and weep" and the whole body was affected. This was first treated by general practitioner and later by dermatologist. Allergy test was performed and the result was nickel. Cortisone ointment was then used as treatment medication. Patient was transferred to allergy hospital. Patient ensured that needle was properly attached to the pen in a 180 degree angle. Patient felt more resistance than normal while attaching the needle. Patient has been trained used in the use of needle. Patient did not feel any difference in the force to inject than normal. Patient was trained to always change the needle. Action taken to novofine 8 mm (30 g) was not reported. The outcome for the event "itching and reddening during use of novofine 8 mm needles" was not reported. The outcome for the event "itching, single red wheals which open up and weep" was not yet recovered. On 03-feb-2017, this case was upgraded to serious due to receipt of information on hospitalization. The reported batch number "(B)(4)" is confirmed as non-valid.

Event description:
Case description: investigation result: name: novofine 8 mm 30 g, batch number: 15c051, no conclusion can be made without the sample or a valid batch number. The reported batch number is not valid. The product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. 15-mar-2017: as the novofine 8mm has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case 529428. Reporter comment: reporter stated that the batch no (15c051) is correct. Evaluation summary. Name: novofine® 8 mm 30 g, batch number: 15c051. Inv-0309115: no conclusion can be made without the sample or a valid batch number. The reported batch number is not valid. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. The complaint has been registered in the novo nordisk complaint handling system. Name: liprolog, batch number: unknown. Non-novo nordisk product or concomitant product or safety only case category.